Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) was implanted incorrectly and was unable to detect the correct heart rhythm. A review of episodes did indicate undersensing. It was further reported that the patient was seen and the healthcare professional inquired if the device sensitivity could be programmed more sensitive. They indicated that the icm would probably be repositioned. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.